Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Caller has notes that indicate that patient no longer using interstim system and that it "failed" though caller doesn't have any further info about this. Caller said system still internalized but our system shows device is explanted. No further patient complications are anticipated or expected as a result of this event.